Event description:
Reportedly, the patient went to the hospital for a pacemaker follow-up but collapsed at the entrance. She was found in complete heart block and passed away. Pacemaker interrogation could not be completed at the mortuary. Initially, the leds on the inductive telemetry head were lit and interrogation began. However, the leds turned off and the interrogation could not be completed. Several attempts were performed but no communication could be established. Concerns about the battery were raised; in (B)(6) 2019, the estimated residual longevity before recommended replacement time (rrt) was 7 months. Preliminary analysis revealed that, based on available data, normal battery depletion occurred (based on hrs guidelines).

Manufacturer narrative:
Preliminary analysis of the returned device confirmed that electrical and mechanical characteristics were within specifications.

Event description:
Reportedly, the patient went to the hospital for a pacemaker follow-up but collapsed at the entrance. She was found in complete heart block and passed away. Pacemaker interrogation could not be completed at the mortuary. Initially, the leds on the inductive telemetry head were lit and interrogation began. However, the leds turned off and the interrogation could not be completed. Several attempts were performed but no communication could be established. Concerns about the battery were raised; in april 2019, the estimated residual longevity before recommended replacement time (rrt) was 7 months. Preliminary analysis revealed that, based on available data, normal battery depletion occurred (based on hrs guidelines).

Event description:
Reportedly, the patient went to the hospital for a pacemaker follow-up but collapsed at the entrance. She was found in complete heart block and passed away. Pacemaker interrogation could not be completed at the mortuary. Initially, the leds on the inductive telemetry head were lit and interrogation began. However, the leds turned off and the interrogation could not be completed. Several attempts were performed but no communication could be established. Concerns about the battery were raised; in april 2019, the estimated residual longevity before recommended replacement time (rrt) was 7 months. Preliminary analysis revealed that, based on available data, normal battery depletion occurred (based on hrs guidelines).